Event description:
Removal of endosseous dental implant. Implant was 1 of 8 placed in class ii bone during a routine procedure in which a sinus lift and bone graft were done. According to the clinician, the implant in site #14 was removed approx 7 months post-op for failure to integrate.